Event description:
It was observed during central processing that the pk dissecting forceps instrument had a broken cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument cable broken was confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still remained in the clevis. Clevis does not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.